Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had a recognition issue and would not register. The procedure was completed as planned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. This causes engagement failure. Additionally, the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument grip inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows qty #1 engagement failures via error code 22020 indicating engagement failure on the grip axis.